Event description:
It was being reported that during use on a patient the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "bbia may need maintenance". No harm to the patient.

Manufacturer narrative:
A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation it was being found that the treatment was not interrupted, the equipment was switched off on (B)(6) 2024. The equipment also does not require maintenance, as the last maintenance was carried out on (B)(6) 2024. The logs were checked and a support case will be opened to investigate the message. After that the fse had further recalibrated the entire "pneumatic circuit" and exhaustive tests were carried out without the message of possible need for maintenance. Then the checklist was further carried out. The equipment is suitable for clinical use on (B)(6) 2024. The reported issue couldn't be duplicated and even no parts have been replaced.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.